Manufacturer narrative:
Device evaluation: of the 5 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a time loss/gain issue. These reports were received from various sources. The patients associated with this allegation ranged from 49-79 years of age and between (B)(6) pounds. Of the reported patients, three were male, two were female, and zero were unknown.